Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to insert (anatomy) is due to patient anatomy (tortuous anatomy). The reported vascular perforation appears to be a cascading effect of the reported difficult to insert (anatomy). Additionally, the reported patient effect of vascular perforation is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) with grade of 4. It was noted that the patient had a tortuous anatomy. During insertion of transseptal sheath, a resistance was noted in the right femoral vein. Transseptal puncture was performed without any complications. 18fr dilator was used to dilate the femoral puncture side. As physician still felt resistance, a 20fr sheath was used to pre-dilate the vessel. The dilator was able to be advanced. During insertion of the steerable guide catheter (sgc), the sgc could not be inserted. While checking with contrast solution, a small lesion in the vessel was detected that was suspected to be caused by the attempt to insert the sgc. Patient remained hemodynamically stable and also the central venous pressure (cvp) remained the same. Nevertheless, a balloon (14fr) was inserted and filled for 5 minutes, to stop potential bleeding. Left femoral vein was punctured and procedure was continued from the left femoral vein. Transseptal puncture was done again, but the left vein showed narrowed areas, so the vessel was pre-dilated with the 14fr balloon, and a backup non-abbott wire was placed as support wire before the guide was inserted this time. Nevertheless, insertion of the guide was still difficult but could be done. The clip delivery system cds was advanced to the mitral valve with no reported issue. Physician mentioned to feel a little bit more tension, what he expected to be due to the left venous access. The xtw clip was implanted a2/p2 central, reducing mr to grade <1. After finishing the procedure and removing the sgc, vessel was evaluated with contrast injection. A small lesion was noticed. A 14fr balloon was placed at the area of the lesion, filled, and was held for 5 minutes to make sure to stop potential bleeding. Patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. No additional information was provided.